Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where "can only see half of display other half is missing". This condition had the potential to interrupt delivery. This condition was found in the biomed service department. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "can only see half of display other half is missing" was confirmed and reproduced by baxter service personnel. The root cause was attributed to spots on the main display due to a faulty main display. This condition was corrected by replacing the main display. The user interface module master software version for this device is 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.